Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon receiving the device, the patient received volume for central venous pressure and a decrease in urine output. A urinalysis was ordered for pink urine and the heparin induced thrombocytopenia panel was ordered for thrombocytopenia, which was trending down. There was heparin in the purge only and it was decided to decrease the purge concentration. Eventually, the device was successfully weaned.